Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the left ventricular lead pin was slightly bent. The lead was not used and was replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.